Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and later healthcare professional reported "preventive replacement." The device has been explanted and replaced.

Event description:
Patient reported right side rupture and "preventive replacement." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: no observed. As per the investigation procedure deformation was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture and later healthcare professional reported "preventive replacement." The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: not observed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b1, h6.